Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2012; 6945-58 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that at the patient's follow-up visit when the rf (radio frequency) head to interrogate the device was placed the normal solid tone sounded on the device and turned off normally. The patient commented that the tone they just heard has been happening to them at random times for ten to thirty seconds. We ruled out any lead issues, no alerts seen by device, we also ruled out proximity to magnets or any other outside interference including noises from cell phones and (B)(4) etc. The patient states their spouse and others have heard it. It is just a solid tone, the same sound as "no conditions met." The patient noted that this has only started in the last three to four months. No changes were made and the device remains in use. No patient complications have been reported as a result of this event.